Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: caused traced to component failure, which is expected or random component failure without any design or manufacturing issue. A definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasonic probe exhibited a critical kink in the middle of the probe¿s cable unit that prevented the probe from being normally operated. There was no patient involvement.